Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and heart murmur. Concurrent conditions included hypertension, depression, anxiety and umbilical hernia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2005, buspirone since 2005, citalopram since 2005, clonidine hydrochloride (clonidine hcl) since 2005, gabapentin since 2005 and prazosin since 2005. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dermatitis allergic ("allergy: rash/skin condition:itchy bumps on face"), alopecia ("hair loss"), furuncle ("boils in between upeer thigh area"), cyst ("cyst in between upper thighs area") and abdominal pain lower ("pain lower abdomen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), abdominal pain ("pain: abdominal"), back pain ("pain: back pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with antibiotics, bacitracin, cefixime and surgery (essure removed.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, neoplasm malignant, genital haemorrhage, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, blood disorder, cardiac disorder, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, weight increased, furuncle, cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cyst, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, neoplasm malignant, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),anemia, blood/heart disorder, psych injury, bladder problems. Urinary problems and vaginal discharge. No removal planned as patient is unable to afford surgery. Discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6)2010 , (B)(6) 2010 (as per pif) discrepancy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion.. Imaging procedure - on an unknown date: essure confirmation test(s) conducted: (unspecified): unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and heart murmur. Concurrent conditions included hypertension, depression, anxiety and umbilical hernia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2005, buspirone since 2005, citalopram since 2005, clonidine hydrochloride (clonidine hcl) since 2005, gabapentin since 2005 and prazosin since 2005. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dermatitis allergic ("allergy: rash/skin condition:itchy bumps on face"), alopecia ("hair loss"), furuncle ("boils in between upeer thigh area"), cyst ("cyst in between upper thighs area") and abdominal pain lower ("pain lower abdomen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), abdominal pain ("pain: abdominal"), back pain ("pain: back pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with antibiotics, bacitracin, cefixime and surgery (essure removed.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, neoplasm malignant, genital haemorrhage, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, blood disorder, cardiac disorder, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, weight increased, furuncle, cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cyst, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, neoplasm malignant, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmennorhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),anemia, blood/heart disorder, psych injury, bladder problems. Urinary problems and vaginal discharge. No removal planned as patient is unable to afford surgery. Discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2010, (B)(6) 2010 (as per pif) discrepancy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) conducted: (unspecified): unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received : case upgraded to incident . Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.